Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The user contacted the emergency support program line with concerns regarding ap waveform quality and timing. Both the iabp ap waveform and the bedside monitor ap waveform were of poor quality and lacked a distinct dicrotic notch. No patient harm was reported.